Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the right atrial (ra) lead had increased threshold to a high threshold value. The ra lead was par tially extracted; was capped and replaced.

Event description:
It was reported by the patient that the lead was replaced because it fractured and it caused an extra drain on the battery. The lead was capped and was replaced. Follow-up attempts for additional information from the clinic are in progress, but no information was received at the time of this report. No patient complications have been reported as the result of this event.

Event description:
Follow-up information was received from the clinic that disclosed the lead was not fractured, but it was replaced because the patient required a higher voltage lead. The lead did not have any issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.